Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that that the patient side cart (psc) was not holding power. The customer contacted the technical service engineer (tse). The customer confirmed with tse that the psc was plugged into a working power outlet, the psc breaker was on, and the emergency power off button was not engaged. However, the customer was not with the system at the time of the call and could not provide additional information. There was no report of patient involvement or patient injury.